Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/26/2026, the patient had a signal loss alert, and his father checked the sensor and found it was hanging loose with only the wire attached to it while the patient was in bed. After removing the sensor, he noticed the skin was swelling a bit, red, hot, hard and infected. The area also had pimples. The patient¿s father contacted their doctor and scheduled an appointment on (B)(6) 2026, for the skin reaction. During the appointment, a physical examination of the skin was performed, along with a temperature check, which indicated no fever. An infection was confirmed. The patient was prescribed oral antibiotic augmentin (875 mg, twice daily) for seven days and then left the clinic. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.